Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high impedance and noise. The electrocardiogram revealed lead noise. The lead remained implanted and patient would be monitored. Follow-up information notes the patient presented to the clinic on (B)(6) 2018 feeling well, unaffected by lead issue.